Manufacturer narrative:
Specimen collection details were not provided. Qc was run before and after the event and previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Instrument is currently performing within qc specifications. On (B)(4) 2011, bci field service engineer (fse) replaced the pneumatic check valves and choke to the wbc diluent dispense pump. The fse cleaned and lubricated bsv valve, actuator, and pad cylinders. The fse verified repairs and validated the instrument. Raw data was requested but not provided for this event. Root cause for the incorrect high wbc, hgb results is most likely attributed to the hardware replaced by the fse during subsequent instrument servicing for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to incorrect high wbc results generated by coulter lh750 hematology analyzer for three patients. The instrument did not generate a flag. Additionally, erroneously high hgb result was also generated for one of the three patients. The erroneous results were not reported out of the laboratory. Repeat testing on the same and/or an alternate instrument produced lower results, which the customer considers correct. There was no death, injury, or change to patient treatment associated with this event.